Event description:
This lead had chronically low sensing measurements and at the last follow-up undersensing and loss of sensing were noted. The physician referred the patient to have this system replaced with boston scientific devices on (B)(4) 2013. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual and electrical inspection. The visual inspection demonstrated deformations of the inner coil close to the is-1 connector pin. The analysis indicated that this damage was caused by over-rotation while retracting the fixation mechanism. Due to this damage, an mechanical inspection of the lead was not properly feasible. During analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. No sign of a material or manufacturing problem was present.